Event description:
It was reported that the measured value of the anesthetic agent sevoflurane was 13% insted of set value of 8%. It is unk whether a pt was connected to the device at the time of the event.